Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. It was reported the patient was transported to the intensive care unit (ICU) following implant for concern for respiratory depression post-operatively. Diagnostics performed an examination on (B)(6) 2015 and the results indicated respiratory depression. The etiology was noted as not related to the device or therapy but was related to the implant procedure. The outcome was noted as resolved without sequelae on (B)(6) 2015. If additional information is received, a follow-up report will be sent.